Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no sound perception at the first fitting session.

Event description:
The user had no sound perception at the first fitting session. The user has been re-implanted.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire likely due to inadvertent inappropriate handling during initial surgical procedure e.g. Excessive bending of the device, which has led to device failure. As per received information, the recipient had no access to sound with the device at the first fitting. The detected damage is in line with the reported failure event. The stethoscope test performed whilst implanted supports this finding as well. This is a final report.